Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to inoperable 4th row of keys on the keypad. Service evaluation verified the inoperable keypad. The cause was identified to be failed input/output printed circuit board. The input/output printed circuit board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had inoperable keys in row 4 of the keypad. There was no patient involvement. No additional information is available.